Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that during the arteriovenous fistula (avf) procedure in the radial vein and artery through the brachial vein and radial artery, the catheters were allegedly unable to align properly. Therefore, the catheters were removed from the patient and upon removal the electrode got slightly caught on the yellow guard causing the electrode to bend slightly. After removal of the catheters from the patient, a new set of catheters were used to continue the procedure, however, as the healthcare provider (hcp) had reached the treatment area successfully, the hcp decided not to activate the catheters as the hcp did not want to have the same issue. So, the second set of catheters were removed without issue and a surgical fistula was created instead. There was no reported patient injury.